Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('this is seen in the myometrium and may represent a retained essure fragment'), embedded device ('this is seen in the myometrium and may represent a retained essure fragment'), genital haemorrhage ('general abnormal bleeding') and pelvic pain ('pain/pelvic pain') in a child female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity and alcohol abuse. Concurrent conditions included panic attacks, anxiety, chest discomfort, palpitations, depression, smoker, abdominal pain, decreased appetite, vomiting, diarrhea, headache, photophobia, blurred vision, skin disorder, rash, bloating, polycystic ovarian syndrome, heavy periods, dyspareunia, tobacco abuse, chest pain, back pain, pain in hip and obesity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), nausea ("nausea"), fatigue ("fatigue"), migraine ("migraine") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (bilateral salpingectomy and bilateral salpingectomy and d&c.). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, pelvic pain, vaginal haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, nausea, fatigue, weight increased, migraine and psychological trauma outcome was unknown and the genital haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2012 and (B)(6) 2011) and explant date ((B)(6) 2015 and (B)(6) 2015). Patient received treatment for events ¿ pelvic pain , dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), fatigue, weight gain, migraine, nausea . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: bilateral essure devices appear in position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received- new events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), fatigue, weight gain, migraine, nausea, psych injury were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device breakage ("this is seen in the myometrium and may represent a retained essure fragment"), embedded device ("this is seen in the myometrium and may represent a retained essure fragment") and pelvic pain ("pain") in a child female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity and alcohol abuse. Concurrent conditions included panic attacks, anxiety, chest discomfort, palpitations, depression, smoker, abdominal pain, decreased appetite, vomiting, diarrhea, headache, photophobia, blurred vision, skin disorder, rash, bloating, polycystic ovarian syndrome, heavy periods, dyspareunia, tobacco abuse, chest pain, back pain and pain in hip. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("spotting"). The patient was treated with paracetamol (tylenol), ibuprofen, surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy and d&c.). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, pelvic pain and vaginal haemorrhage outcome was unknown. The reporter considered device breakage, embedded device, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2012 and (B)(6) 2011) and explant date ((B)(6) 2015 and (B)(6) 2015) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral essure devices appear in position concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('this is seen in the myometrium and may represent a retained essure fragment'), embedded device ('this is seen in the myometrium and may represent a retained essure fragment') and pelvic pain ('pain/pelvic pain') in a child female patient who had essure (batch no. 769910) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, alcohol abuse and overweight. Concurrent conditions included panic attacks, anxiety, chest discomfort, palpitations, depression, smoker, abdominal pain, decreased appetite, vomiting, diarrhea, headache, photophobia, blurred vision, skin disorder, rash, bloating, polycystic ovarian syndrome, heavy periods, dyspareunia, tobacco abuse, chest pain, back pain, pain in hip and obesity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("spotting/vaginal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain/abdominal cramping"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/menorrhagia / spotting"), nausea ("nausea"), fatigue ("fatigue"), migraine ("migraine"), psychological trauma ("psych injury"), vomiting ("vomiting"), diarrhoea ("diarrhea"), affective disorder ("mood disorder"), muscle spasms ("cramps") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (bilateral salpingectomy and bilateral salpingectomy and d&c.). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, pelvic pain, vaginal haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, nausea, fatigue, weight increased, migraine and psychological trauma outcome was unknown and the genital haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, affective disorder, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, nausea, pelvic pain, psychological trauma, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2012 and (B)(6) 2011) and explant date (B)(6) 2015 and (B)(6) 2015). Patient received treatment for events ¿ pelvic pain , dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), fatigue, weight gain, migraine, nausea current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: bilateral essure devices appear in position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 29-jun-2020: pfs received : patient height and weight added , medical history added , lot number added , event added (menorrhagia, vaginal bleeding, mood disorder , cramps, abdominal cramping, vomiting, diarrhea, headaches) , reporter causality comment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("this is seen in the myometrium and may represent a retained essure fragment"), embedded device ("this is seen in the myometrium and may represent a retained essure fragment") and pelvic pain ("pain") in a child female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nickel sensitivity and alcohol abuse. Concurrent conditions included panic attacks, anxiety, chest discomfort, palpitations, depression, smoker, abdominal pain, decreased appetite, vomiting, diarrhea, headache, photophobia, blurred vision, skin disorder, rash, bloating, polycystic ovarian syndrome, heavy periods, dyspareunia, tobacco abuse, chest pain, back pain and pain in hip. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("spotting"). The patient was treated with paracetamol (tylenol), ibuprofen, surgery (bilateral salpingectomy and d&c.). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, pelvic pain and vaginal haemorrhage outcome was unknown. The reporter considered device breakage, embedded device, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2012 and (B)(6) 2011) and explant date ((B)(6) 2015 and (B)(6) 2015) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral essure devices appear in position concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical records were received. Events added - device breakage, embedded device, vaginal hemorrhage. Medical history, concurrent condition and treatment drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('this is seen in the myometrium and may represent a retained essure fragment'), embedded device ('this is seen in the myometrium and may represent a retained essure fragment') and pelvic pain ('pain/pelvic pain') in a child female patient who had essure (batch no. 769910-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, alcohol abuse and overweight. Concurrent conditions included panic attacks, anxiety, chest discomfort, palpitations, depression, smoker, abdominal pain, decreased appetite, vomiting, diarrhea, headache, photophobia, blurred vision, skin disorder, rash, bloating, polycystic ovarian syndrome, heavy periods, dyspareunia, tobacco abuse, chest pain, back pain, pain in hip and obesity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("spotting/vaginal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain/abdominal cramping"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/menorrhagia / spotting"), nausea ("nausea"), fatigue ("fatigue"), migraine ("migraine"), psychological trauma ("psych injury"), vomiting ("vomiting"), diarrhoea ("diarrhea"), affective disorder ("mood disorder"), muscle spasms ("cramps") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (bilateral salpingectomy and bilateral salpingectomy and d&c). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, pelvic pain, vaginal haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, nausea, fatigue, weight increased, migraine and psychological trauma outcome was unknown and the genital haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, affective disorder, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, nausea, pelvic pain, psychological trauma, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2012 and (B)(6) 2011 and explant date (B)(6) 2015. Patient received treatment for events, pelvic pain , dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), fatigue, weight gain, migraine, nausea current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram on (B)(6) 2011: results: bilateral essure devices appear in position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number reported 769910 is invalid. Most recent follow-up information incorporated above includes: on 21-jul-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('this is seen in the myometrium and may represent a retained essure fragment'), embedded device ('this is seen in the myometrium and may represent a retained essure fragment') and pelvic pain ('pain/pelvic pain') in an adult female patient who had essure (batch no. 769910-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, alcohol abuse and overweight. Concurrent conditions included panic attacks, anxiety, chest discomfort, palpitations, depression, smoker, abdominal pain, decreased appetite, vomiting, diarrhea, headache, photophobia, blurred vision, skin disorder, rash, bloating, polycystic ovarian syndrome, heavy periods, dyspareunia, tobacco abuse, chest pain, back pain, pain in hip and obesity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), vaginal haemorrhage ("spotting/vaginal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain/abdominal cramping"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/menorrhagia / spoting"), nausea ("nausea"), fatigue ("fatigue"), migraine ("migraine"), psychological trauma ("psych injury"), vomiting ("vomiting"), diarrhoea ("diarrhea"), affective disorder ("mood disorder"), muscle spasms ("cramps") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (bilateral salpingectomy and bilateral salpingectomy and d&c.). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, embedded device, pelvic pain, vaginal haemorrhage, dyspareunia, dysmenorrhoea, abdominal pain, nausea, fatigue, weight increased, migraine and psychological trauma outcome was unknown and the genital haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, affective disorder, device breakage, diarrhoea, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, nausea, pelvic pain, psychological trauma, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2012 and (B)(6) 2011) and explant date ((B)(6) 2015 and (B)(6) 2015). Patient received treatment for events ¿ pelvic pain , dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, general abnormal bleeding, menorrhagia (heavy menstrual bleeding), fatigue, weight gain, migraine, nausea current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: bilateral essure devices appear in position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number reported 769910 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.